Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubble issues. The customer reported that they already changed the infusion set and the reservoir but air bubbles would recur. The customer also mentioned that they received no delivery alarms and motor error alarm. The customer's blood glucose was 231 mg/dl at the time of incident. The customer performed high pressure test and the insulin pump passed. The customer stated that the drive support cap was normal. The customer stated that there were no leaks and bent cannulas. The reservoir will not be returned for analysis.